Manufacturer narrative:
Investigation outcome: it was reported that after 15 minutes of use, the device stopped delivering breaths and the patient was bagged as a result. No health consequences or impact. The provided complaint form states that "low minute volume" and 'oxygen supply failed" alarms were noted and that the "display showed two red dashes under peak pressure" per review of logs, on the reported event date of june 23, 2025; there was ventilation on simv+ with multiple standbys before resuming simv+ ventilation. No technical events (te) or technical faults (tf) were noted; however, multiple low-high priority alarms were logged on this day: 'low oxygen', 'oxygen supply failed', 'loss of external power', 'pressure limit has changed', 'maximum leak compensation', 'inspiratory volume limitation', 'loss of peep', 'pressure limitation', 'vt low', 'high frequency', 'disconnection on patient side', 'high minute volume', and 'low minute volume'. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Event description:
The following was reported to hamilton medical ag: "end user of device says after 15 minutes of use, the device stopped delivering breaths. Low minute volume and oxygen supply fail." The patient had to be temporarily bagged. However, no health consequences or impact occurred. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: comp- (B)(4).